Event description:
Reference number (B)(4) event occurred in saudi arabia. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026. The insertion site was leg. The blockage was in the tubing. No further information available.